Event description:
During a clinic follow-up, the device was observed to be in backup (bvvi) mode due to an unknown cause. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported complaint of backup (bvvi) mode was confirmed. Based on the information provided, it was determined that the device experienced multiple memory errors resulting in the device entering bvvi. The root cause of the memory errors was unable to be determined. The device was restored to resolve the issue.